Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed the motor arm cannot communicate with the main arm and software error detected. The customer's blood glucose value was 82 mg/dl. Customer was unable to clear the alarms. The customer reported that insulin pump turns off and processed and completed the rewind. The device will not be returned for analysis.